Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose of 425 mg/dl. Customer did not provide details on how they treated their high blood glucose. The customer did not provide details on symptoms related to the high blood glucose levels. Customer declined for troubleshooting for high blood glucose level. The insulin pump will not be returned for analysis.